Event description:
Adverse event(s): "infection" (infection); "inflammation" (inflammation); "pain" (pain). Product problem(s): "no info" (no info [iol (intraocular lens) implant]). A nurse reported that an intraocular lens was causing an infection in a pt. In a f/u, she further explained that the pt was positive for tass, having symptoms of pain and inflammation the day after surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 5/28/10, 6/1/10, 6/3/10, and 6/4/10 by phone, fax, and mail. Add'l info was obtained by phone on 6/1/10. A completed questionaire has not been received. (B)(4). (B)(4). (B)(4).